Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen during aspiration. After inserting the sheath into the patient aspiration was performed and air was pulled into the syringe. Multiple additional aspirations were performed, and air was pulled into the syringe each time. The sheath was replaced with another sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.